Event description:
The customer reported "batteries are defective-needs replaced." There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.